Event description:
During surgery the surgeon removed the scope from the light guide and layed the light guide on the pt drape. (Light guide mfg by storz). The tip of the light source is very hot due to high-intensity light from the light source. The pt was burned through the drape. No reported complications as a result of the burn.